Event description:
Review of programming history for this vns pt's generator revealed that upon interrogation on (B) (6) 2009, the device settings were indicative of an interrupted system diagnostic test and were noted to be set to 1ma/20hz/500usec/30sec/60min. Review of the diagnostic history shows that there were multiple faulted system diagnostic tests performed on (B) (6) 2009, which is most likely when the device settings were changed, and there was no final interrogation done as a last step on (B) (6) 2009 to verify the device settings. The device settings were subsequently changed on (B) (6) 2009.

Manufacturer narrative:
Analysis of programming history.